Event description:
It was reported by the customer that after the operation, the pt was transported to the ward from the operating room. Approx an hour later, it was noticed the snaplock adapter became disconnected from the catheter. As a result, the catheter was removed from the pt and therapy was discontinued. There were no reported complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.